Event description:
It was reported by service report that the zoom stretcher was jumping out of gear. No adverse consequences have been reported.

Manufacturer narrative:
Results: cam bracket assembly.